Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 240 mg/dl and sensor glucose was 60 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.

Manufacturer narrative:
Inspected 1 of 3 opened or used sensors and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Found remaining 2 opened or used sensors with insertion needle bent in sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened or used.